Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029.

Event description:
The customer reported a false nonreactive alinity I hbsag result on a patient. The following results were provided: on (B)(6) 2025 = 0.04 iu/ml (result in question) (reference range: 0-0.05 iu/ml on (B)(6) 2025 = 0.06 / 0.06 iu/ml; hbsag dna is negative, another chemiluminescence assay tested positive for hepatitis b surface antigen other results provided: hepatitis b surface antibody result was negative, the hepatitis b e antigen result was negative, and the hepatitis b e antibody result was positive, the hepatitis b core antibody result was positive. No impact to patient management was reported.

Event description:
The customer reported a false nonreactive alinity I hbsag result on a patient. The following results were provided: (B)(6) 2025 = 0.04 iu/ml (result in question) (reference range: 0-0.05 iu/ml. (B)(6) 2025 = 0.06 / 0.06 iu/ml; hbsag dna is negative, another chemiluminescence assay tested positive for hepatitis b surface antigen. Other results provided: hepatitis b surface antibody result was negative, the hepatitis b e antigen result was negative, and the hepatitis b e antibody result was positive, the hepatitis b core antibody result was positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I hbsag result included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and in-house testing. Review of trending reports for the alinity I hbsag reagent did not identify any related trends. Sensitivity testing was performed with an in-house retained kit of lot number 70542fz01. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency of alinity I hbsag, lot number 70542fz01, was identified.